Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter near the needle. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that an fm was found to be adhering near the needle (catheter)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter near the needle. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that an fm was found to be adhering near the needle (catheter)."

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter near the needle. The following information was provided by the initial reporter, translated from japanese: "the customer reported that an fm was found to be adhering near the needle (catheter)."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened retracted insyte autoguard device from lot number 1130375. In addition, five photographs were submitted which did not display any visible foreign matter. The returned unit was inspected for any signs of foreign matter in which none were found in either the retracted or un-retracted position. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.